Event description:
The customer reported that they received questionable results for a total of eight patient samples tested for c-reactive protein (latex) - crp. Data was provided for a total of six patient samples, and of these, one had an erroneous crp result. It is not known if the erroneous result was reported outside of the laboratory. A clarification has been requested. The sample initially resulted as 1.59 mg/l. The sample was repeated using another methodology and the result was in accordance with the first result, but with units of measure in mg/dl. A specific repeat result was not provided. The sample was repeated again on (B)(6) 2015 and resulted as 0.1 mg/dl. The customer considered the first result of 1.59 mg/l to be correct, but the unit of measure should be mg/dl. It is not known if the patient was adversely affected. A clarification has been requested. No adverse events were alleged. The crp reagent lot number was 698077. The reagent expiration date was asked for, but not provided. The field service representative checked the analyzer on (B)(6) 2015 and determined that a different unit of measure had been configured on the analyzer for the crp test. The instrument was set to report results in units of mg/l, but the customer's host system reported the results in mg/dl units. He corrected the configuration on the instrument and set the crp units to mg/dl. A new calibration was done and the samples were repeated, producing the second repeat result.

Manufacturer narrative:
The patient was not adversely affected. The value of 1.59 was reported outside of the laboratory, but with units of mg/dl, rather than the actual unit of mg/l.

Manufacturer narrative:
This event occurred in (B)(6).